Manufacturer narrative:
Device evaluation summary: it was reported that a 43 year-old caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel prostheses on (B)(6) 2018. The device was received at mentor without fluid. Yellow foreign material was observed within the device. The product evaluation team observed a crease on the anterior aspect, a rent was also observed measuring 0.7 cm on the anterior aspect within crease. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The device history record ( DHR) of lot number 5988441 reviewed on 4/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile 525cc saline prosthesis, catalog: 3501685, lot: 5908354, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round moderate profile 525cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 500cc gel prostheses on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 2/26/2019 indicated the patient also experienced capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).